Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, according to data obtained from the endoprothesenregister - deutschland (eprd), a total of eight hundred sixty seven (867) patients underwent primary implantation with an unicompartmental knee system that included a journey uni cocr femoral component, a journey uni metal tibial tray and a journey uni insert between october-2014 and march-2021. From this cohort, five (5) patients required a revision surgery due to the aseptic loosening of the prosthesis. No evidence was provided on whereas this complication was related to the femoral component, tibial component or both of them. The identity of the devices explanted during these procedures and the prosthesis implanted in exchange remains unknown. The eprd provided this information as part of a cumulative statistical study regarding failure frequency, therefore there is no additional information available.

Manufacturer narrative:
Section h10: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no relevant supporting clinical information could be provided to assist with this clinical investigation as the data was obtained from the endoprothesenregister - deutschland (eprd) on patients who underwent primary implantation (B)(6) 2014 and (B)(6) 2021. From this cohort, five (5) patients required a revision surgery due to the aseptic loosening of the prosthesis. No evidence was provided on whereas this complication was related to the femoral component, tibial component or both of them. The identity of the devices explanted during these procedures and the prosthesis implanted in exchange remains unknown. Per case details, no further information is available. Therefore, based on insufficient information, further clinical root cause analysis cannot be performed. The patients¿ current condition is unknown and the patient impacts beyond the reported events could not be determined. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, and/or traumatic injury. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4) section h6 (clinical code) was corrected.